Event description:
It was reported both the atrial and ventricular leads had lead warnings triggered for low impedance measurements resulting in polarity switched to unipolar on at least two occasions. It was also noted the unipolar impedances are slightly higher than the bipolar impedances for both leads. Trend data indicated that the atrial lead had alerted that there were many low impedance counts during a two day period. A review of the patient's history revealed there was a significant drop in impedance measurements approximately one and a half years ago. The ventricular lead also alerted although the low impedance paces were fewer. Replacement of the leads is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the atrial pacing lead impedance was out of range low. There was alert for low impedance paces on atrial lead, impedance switch to unipolar. The analyst commented that there was an atrial lead warning for low impedance paces. Impedance trends are within range. Polarity switch from bipolar to unipolar pacing noted.